Event description:
Customer reported that the pump lost power and may not have returned a low battery alert. Customer reported that the insulin pump returned a battery out limit and the display went blank. Review of the insulin pump's alarm history showed that a bad battery limit and a battery out limit had recently been returned. Customer stated that the insulin pump had recently been dropped. Customer also reported that the insulin pump returned a failed battery test. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.